Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On the second day after implantation, the lead was repositioned as suspected the lead was dislocated. Then all the parameters were good.